Event description:
Customer called to report that the insulin pump alarmed low battery alert after less than one week. Customer's blood glucose levels were not included in the report. Customer is receiving a replacement pump from the pump replacement team. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.